Event description:
It was reported that during a lap gastrectomy, it was found that deployed staples were almost unformed (legs were slightly bent) after firing on the duodenum. Additional suture was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.